Event description:
It was reported that pump malfunction occurred after patient dropped pump and malfunction code was displayed that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.